Event description:
Healthcare professional reported right side capsular contracture baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis- visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Capsualr contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported a right side ¿chronic seroma¿, ¿late seroma¿in the right breast¿, and ¿capsular contracture baker grade unknown¿, ¿cystic formation on the right, 0.4 cm", "both breast with inflammatory symptoms¿, ¿pain and tenderness¿, ¿stress and fear because of the breast prostheses and exchange due to concerns with the product." The event of cyst is considered not device related. Healthcare professional reported right side capsular contracture baker grade ii, no longer reportable. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
Patient reported a right side ¿chronic seroma¿, ¿late seroma¿in the right breast¿, and ¿capsular contracture baker grade unknown¿, ¿cystic formation on the right, 0.4 cm", "both breast with inflammatory symptoms¿, ¿pain and tenderness¿, ¿stress and fear because of the breast prostheses and exchange due to concerns with the product." The event of cyst is considered not device related. Device remains implanted.